Manufacturer narrative:
The falsely low result reported to the physician on the patient sample for lipase was due to operator error. The sample was repeated on the same instrument and the result was acceptable to the customer. The cause of the "u" flag on the patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer has obtained a falsely low result on one patient sample for the lipase assay on an advia chemistry xpt system. The initial result on the patient sample was below the detection limit and was flagged with a "u" flag indicating "no calculation, absorbance limit". The operator at the site in error looked at the absorbance for lipemia which followed the flagged lipase value, and reported a value of 0. The flagged patient sample did not have a result associated with it. The sample was diluted and repeated on the same instrument and another advia chemistry xpt instrument and the values were higher. The initial and repeat results were reported out to physician(s). There were no reports of patient intervention or adverse health consequences due to the falsely low lipase result.